Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain via a manufacturer representative (rep). It was reported that the patient felt a stinging sensation at his implantable neurostimulator (ins) pocket site. The ins was implanted of the left buttock location and the patient had lost about 55 pounds in the last couple of months prior to the report. The rep noted that the patient kept the stim on 24/7, therefore, he felt the stinging sensation with the stimulation on. Even with the stim turned off, the patient felt the same stinging sensation on the inferior part of the device when palpating was performed. There were no reports of any trauma/falls that could be related to the issue. The patient was re-directed to their healthcare professional (hcp). The symptoms were considered to be a sudden change and it was noted that this had happened four times in the last two weeks. There were no reports of device issues or allegations. There were no further complications reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.